Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed that the occurrence of phenomenon "deep dents and scratches on the distal end" may have caused the needle to get caught in the forceps channel at the institution. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchofibervideoscope had a ridge in the tool channel that needles were getting caught in. The issue occurred during an unspecified procedure. There were no reports of patient harm.